Manufacturer narrative:
H10: the lot number for one malfunction was provided and a lot history review was performed; the lot number for the second malfunction is unknown. The devices have been returned for evaluation; one device evaluation identified incorrect reading, the other device evaluation is inconclusive for incorrect reading. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4 h11: h6(results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of reported information indicated that model id4030, inflation device, allegedly would not display correct results. This information was received from various sources. Both malfunctions involved patients with no consequences. One patient was as a reported as a 60 year old female, weight not provided. The second patient's age, weight, and gender, were not provided.

Manufacturer narrative:
Of the two reported malfunctions, one sample was returned for evaluation. The company is still investigating the issue at this time. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of reported information indicated that model id4030, inflation device, allegedly would not display correct results. This information was received from various sources. Both malfunctions involved patients with no consequences. One patient was as a reported as a (B)(6) year old female, weight not provided. The second patient's age, weight, and gender, were not provided.